Event description:
The reporter did back to back blood glucose tests and got results of 301, 117, 70 and 77 mg/dl. Tests were done within 10 minutes, using different fingersticks. There were no symptoms. A control solution test was within range 134 (96-144). On follow-up, back to back testing, meter/lab comaprisons and qc procedures were reviewed.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8